Event description:
It was reported by service report that the cot was damaged during shipping with sharp edges reported. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Device was damaged during shipping. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint system.